Event description:
During a coronary artery drug eluting stenting procedure it was discovered while treating the mid left anterior descending artery that the shaft fractured. The physician was treating 4 target lesions with direct stenting and placement of taxus express2 8.8% drug eluting stents (2.75x8, 2.50x12. 3.00x12, 3.00x24) in the mid right coronary artery, 1st diagonal, distal circumflex and mid left coronary artery (mid lad). The stant lamfunction was noticed when trying to treat the mid lad. No part of the device was lost inside the pt and the shaft broke at 25cm from the proximal part. There were no reported pt injuries.